Event description:
Patient returned from treatment room; went to reconnect IV and the green luer lock would not keep the IV tubing in place almost as if the tubing is stripped from the inside, it just kept popping the end of the IV tubing out. Had to get another green luer lock to get IV fluids hooked up.